Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately five weeks post implant, the patient developed an infection. Both the right atrial (ra) lead and right ventricular (rv) lead were explanted. No further patient complications have been reported as a result of this event.